Event description:
The customer reported that they had one patient sample with questionable ion selective electrode (ise) test results. The sample was processed by the mpa pre-analytics system and then tested on a cobas 6000 ce system. Of the provided data, it was determined that erroneous ise sodium result for the sample was reported outside of the laboratory. It was noted that the issue has occurred three times since (B)(6) 2015. No additional patient data was provided. The sample was processed by the mpa pre-analytics system and an aliquot of the sample was made. The aliquot was tested on the cobas 6000 ce system and resulted as "more than 170." Units of measurement for ise sodium were not provided. A clarification has been requested. An automatic repeat of the aliquot resulted with the "same result." Specific result data was not provided. The primary tube was then repeated directly on the cobas 6000 ce system where it resulted with normal results. Specific result data was not provided. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The serial number of the cobas 6000 ce system used was (B)(4).

Manufacturer narrative:
The customer reported that they received questionable results on an additional patient sample tested for ise sodium and ise potassium. Of the two tests, the sample had an erroneous result for ise sodium. A cuvette of the sample initially resulted as 152 mmol/l. The primary tube of the sample was repeated and resulted as 137 mmol/l. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. It was asked, but it is not known if this patient was adversely affected. No adverse events were alleged. A specific root cause could not be determined based on the provided information. A sample mismatch at the mpa system can be ruled out as there was no alarm displayed in the mpa system.

Manufacturer narrative:
The units of measure used for the ise sodium assay were mmol/l.

Manufacturer narrative:
This event occurred in (B)(6).